Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device check. Upon interrogation, the right ventricular lead exhibited high impedance and high threshold. Lead explant was discussed. The patient was in a stable condition.

Event description:
New information states that the patient presented in clinic on (B)(6) 2019 for device check. Upon interrogation, high impedance trend was noted on right ventricular lead since (B)(6) 2019. Patient notifier was delivered for high impedance in (B)(6) 2019. Physician elected to turn off the tachy therapies and program the device as pacemaker since the patient had sinus bradycardia. The patient was in a stable condition.